Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic spleen procedure, the device ripped. There was no patient consequence noted.